Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer had a high blood glucose level over 500 mg/dl it would not come down. The customer was okay after a set change. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.